Manufacturer narrative:
Product code (d2b): additional product code qon. UDI for concomitant product, neurostimulator: (B)(4). Premarket / 510(k) # (g4): additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator underwent an explant surgery for unknown reasons. There were no patient complications.